Manufacturer narrative:
A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Product failed functional testing with blade stall error and overheating. Cause of overheating and errors is a defective motor/gearbox. Phase #1 of mdu motor has burned/shorted out causing motor stall and overheating. The motor/gearbox assembly could not be removed from the housing for further assessment due to the design of the mdu. The motor/gearbox for this type of mini mdu is potted inside of the housing and unit is scrapped when the motor/gearbox jams or wears out. The complaint was confirmed and the root cause has been determined to be a shorted out motor assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to a shorted out motor include a defective phase in the motor or expected wear and tear. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the handpiece motor would not run and, as a consequence, overheated. As the alleged malfunction happened before any case, there was not patient involvement.